Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. This is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet electrical performance specification requirements per rite testing but failed functional performance specifications due to an unrelated issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the iipv event. Upon conclusion of the investigation, the cause was determined to be a use error of setting the tidal total ultrafiltration removal too low. The homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 21:37:38. During night drain cycle three, the patient's ultrafiltration reading was 1845ml, indicating the home patient drained 1595ml more than their maximum programmed fill volume of 2500ml. No additional information is available.